Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that the patient had a loss of therapy and return of pain. Patient reported, limited pain relief with current program. During follow up visit (B)(6) 2024, a fluro image was taken. And this revealed, lead migration. At implant, leads were top of t7. On visit (B)(6) 2024, one lead was into t6 and the other lead was top of t9. Patient denies fall or trauma. Patient is being referred back to hcp for lead revision. Issue remains ongoing at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.